Manufacturer narrative:
Based on the claim against the product by the customer noting a fragment falling into the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade near the blade base. The blade broke at roughly 0.39" from the base. The broken piece was returned, and no pieces were missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of a harmonic ace instrument suddenly broke. The fragment was retrieved during the same procedure. The procedure was completed using a backup harmonic ace instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative and obtained the following additional information: the fragment was removed by the surgeon and assistant through the use of the endoscope and assistant cannula. The assistant confirmed that all fragments were retrieved. There was no additional surgical procedure and no post operative tests required to remove the fragment.